Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve dislodged towards the aorta. It was reported that the cause of the dislodgement was due to "the force pushing the device was insufficient" and that the "operation of the handle was earlier during the release". It was also reported that the patient's anatomy had less calcification which contributed to the valve dislodgment. The valve was pulled up by a snare. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.